Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after balloon catheter set up, air aspiration was unsuccessful as air was introduced continuously. The sheath was replaced without resolve. Finally, the balloon catheter was replaced to resolve the air ingress issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of reported balloon catheter 2af284 lot number 29657 showed the device was intact with no apparent issues. Smart chip verification showed that the catheter was used for three applications. The reported balloon catheter passed both performance and electrical integrity tests as per specifications. In conclusion, the reported air ingress issue on the balloon catheter was not confirmed through product functional testing. The reported balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.